Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to loss of capture caused by suspected microdislodgement. Another lv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to loss of capture. Another lv lead was successfully implanted. No additional adverse patient effects were reported.